Event description:
It was reported that during a lap cholecystectomy, the device closed and would not open. They got a new device, clipped and pulled the device off the tissue. There was no trauma to the tissue. They used the new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.